Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies. A review of the event trace revealed three ¿ln vent1¿ alarm conditions ranging from (B)(6) 2015 to (B)(6) 2015. The power board will be replaced as a precaution.

Event description:
It was reported that the ventilator shut down while on a patient. The patient was able to spontaneously breathe on their own so there was no patient harm. Patient uses the ventilator for nocturnal ventilation.